Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2012, the patient presented with angina and underwent a coronary procedure with implantation of the xience prime stent in the mid-distal left anterior descending coronary artery (lad). Subsequently, over the years the patient continued to have coronary artery disease treated with angioplasty in non-target vessels. On (B)(6) 2014, the patient was admitted to the hospital with chronic cardiac failure. On (B)(6) 2014, the patient was transferred to the hospital for follow-up coronary angiography, but an angiogram was not performed. On (B)(6) 2014, the condition of the patient suddenly worsened and the patient expired. An autopsy was not performed. Per the study physician, the cause of death is unknown. No additional information was provided.